Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed to open when trying to access. The customer tried to reboot and recover,but still the issue persisted.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for (B)(6) was performed from the date of manufacture, 17-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device of this incident, it was determined that the loose screws were found. A field service engineer (fse) tightened to ensure proper connections. The fse verified that all components were secure and powered on the station to run diagnostics, which confirmed that all sensors, rails, and drawer functions were operating correctly. The fse performed a diagnostics acceptance test, where all pockets opened, were detected on the bus, and the drawer closed properly, with no failures observed. The system functioned as intended after the field service engineer repaired the device.